Manufacturer narrative:
(B)(4) . Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion : other = cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specifications for products released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic ats received info that during the implant of this mechanical valve, the valve was obstructing the left coronary artery. The valve was removed from the pt and another valve was successfully implanted. There were no adverse pt effects.